Event description:
Profound and permanent neurological injuries [nervous system disorder], stroke [cerebrovascular accident], other injuries and severe and permanent physical injuries [injury], deficiency of copper in blood stream [blood copper decreased], excess zinc [blood zinc increased], paralysis [paralysis], copper depletion [copper deficiency]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive cream, version unknown and poligrip denture adhesive cream and super poligrip denture adhesive cream and super poligrip extra care with polyseal denture adhesive cream as their denture adhesive of choice and reported the following: stroke, paralysis, and was diagnosed with a deficiency of copper in the blood stream, attributed to excess zinc resulting in copper depletion. He suffered profound and permanent neurological and other injuries which have left him unable to perform his normal, customary and daily activities. He received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.